Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Three months post-op, the patient developed bone resorption. The patient is asymptomatic. No additional information is available at this time.

Manufacturer narrative:
Review of multiple post-op CT films show a pedicle screw construct at l5-s1. Screws appear well positioned. Bone lysis is noted adjacent to one scre and is seen in both axial and sagittal planes. Sagittal films are very poor.